Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bowel resection procedure on the first firing there was a malformed staple which appeared to be sticking straight up. The second firing was okay. On the third firing the device cut, but no staples were deployed leaving the bowel exposed. The fourth firing was okay. It is unknown whether more firings occurred, but the procedure was completed successfully using the same device with multiple reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: during visual evaluation, tissue is present on the three pictures; the tissue appears to be properly cut, no staples are visible on the tissue. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition, another reload (b) was received fully fired and locked. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.